Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, the nurse connected the cartridge to the instrument, then the surgeon tried to close the instrument, however could not. When they removed the cartridge from the instrument, some staples came off the cartridge and fell. The procedure was completed with another device. There was no patient injury.